Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 424 mg/dl. The customer had just changed the infusion set the morning of the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.